Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported the cycler alarmed for a heater bag event. While troubleshooting the patient contact found fluid leaking from the cassette door. During follow up the patient's nurse reported the patient did not have an adverse event due to the leak. The patient completed treatment manually. The cassette was not made available for evaluation.